Manufacturer narrative:
The occurrence of the event is included in the adverse event section of the device labeling. The frequency for this event is not greater than usual. The devices were not explanted, serial numbers not provided for lot history review.

Event description:
A physician reported he had difficulties removing the plastic sheath during 3 monarch procedures and, made the slings too tight. Each of the three patients were in retention and needed to be taken back to the operating room to loosen or cut the mesh. Three attempts were made to obtain additional information. No further information was provided.